Event description:
The disposable loading unit was used with disposable instrument during an unspecified procedure. The suture broke as knots were being fired. The surgeon used another suture to complete the procedure. No pt injury reported.